Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an angel wing. The customer stated that the pathology nurse was taking blood from the patient and the angel wing plastic component fell off the needle leaving the entire needle still in the patients vein. The needle was able to be removed by hand.